Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced leaks on the reservoir. The customer's blood glucose value was 500 mg/dl. The customer treated with manual injections. The customer noticed the leak during reservoir change. The customer did not report fluid in the battery, reservoir compartment or lcd display. The customer reported air bubbles between the o-rings. The product was not returned for analysis.